Event description:
On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. On the same day, the patient was hospitalized for the peritonitis. On (B)(6) 2010, a peritoneal analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with reflin (1gm, loading dose, intraperitoneally (ip), fortum (1gm, loading dose, ip), reflin (250mg, daily, ip), fortum (250mg, daily, ip) and heparin (1000 units, daily ip). Pd therapy was ongoing, as well as remedial therapy with reflin, fortum and heparin. It was unknown if the peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the change in care taker.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem and will continue to monitor these reports to determine if further actions are required.